Event description:
The event is reported as: the complaint was forwarded through vendor repair to the MFR on (B)(6) 2010. Further info revealed the device was being used during a demonstration when the handle broke. Not used on a pt. No pt injury.

Manufacturer narrative:
No sample will be returned for investigation. Eval: conclusion - the repair facility unable to diagnose root cause. Defective sample was discarded.